Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted on 12/29/05 and removed on 05/24/06 due to a pump malfunction and the observation that the cylinders were not large enough. A pump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed a separation in the pump body. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough an irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1or cylinder 2. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress (s) was exerted on the pump body to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.

Event description:
According to the information the cylinders were not big enough and there were issues with the pump.